Event description:
It was reported that during a da vinci-assisted surgical procedure that the left master tool manipulator (mtml) faulted on the remaining surgeon side console (ssc). The original ssc used had the same issue. The intuitive tech support engineer (tse) reviewed the system logs and found faults against the mtml. The tse had the customer perform a hard reboot of the ssc, with no change. There were no reports of patient injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the master tool manipulator (mtm) from left side of the surgeon side console (ssc) in order to resolve the customer reported problems. The system was tested and verified as ready for use. Isi did receive the product involved with this complaint to perform failure analysis. The mtm was analyzed, and the reported problem was confirmed and replicated. Upon visual inspection the orange flat flex cable (ffc) on axis six was unplugged. The mtm was installed onto a surgeon side console fixture test platform (sftp) where it passed all tests. As a result of these findings, failure analysis was able to conclude that the unplugged orange ffc was the source of the reported event. The probable root cause is attributed to improper cable connection within the left mtm, specifically from an orange ffc. This issue can be resolved by plugging the affected cable and/or replacing the mtm.